Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported that the unit didn't seem to charge. It flashed and it still worked, but it would not go to a full charge. It only went to 3/4 of a charge. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.